Event description:
Procedure: insertion of gastric tube, upon flushing and inserting contrast into the anchor, the fluid does not flush at the tip. It has a hole that sprays out at a 90-degree angle. Another anchor used without issues. No known harm to patient, minor delay in procedure.